Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Fourteen days prior to the receipt of this report, the patient was admitted to the hospital for the peritonitis event and was hospitalized for eleven days. The cause of peritonitis and treatment for the event were not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.